Manufacturer narrative:
Insulin pump was received with critical pump error (open book image) alarm during testing due to moisture damage on electronic assembly. No blank display noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had an open book image error alarm as well as blank display. Customer¿s blood glucose value was 128 mg/dl. Customer stated that the insulin pump received a critical pump error alarm on the screen. Customer stated that the display was blank. The device will return for the analysis.